Manufacturer narrative:
As of this date, this device has not been returned for analysis, therefore this clinical allegation cannot be confirmed nor denied. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this implantable cardioverter defibrillator had reached end of life (eol) due to an extended charge times. The battery voltage was 2.67v. There was concern that this device battery depleted more rapidly than expected. An internal technical service consultant was contacted regarding eol device behavior. Device replacement was recommended. A replacement procedure was performed; this device was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.